Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient started using the stimulation therapy on (B)(6). The patient informed the representative that she started having drainage from her implant pocket again and saw a healthcare provider and was started on antibiotics again. The incision was also sutured again and the stimulator was off at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were unable to confirm the type of infection at this time. The rep reported that it was unknown if the infection was resolved. The rep was to see the provider on (B)(6)2018 and would get more information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had a pocket infection. The patient had serosanguinous drainage from the ins pocket. The patient was started on antibiotics. The ins is to remain off until the incision is healed and the drainage clears. A culture was taken on the day of the report and the patient was administered antibiotics. No further complications were reported or anticipated. No device allegations were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there was no growth from the culture. The patient continued with serosanguinous drainage from the implant pocket and the startup of her system was delayed until this was resolved.